Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, a pod pc unintentionally detached in the microcatheter during initial introduction. Subsequently, the pod pc migrated into a vessel branching off of the hypogastric. The physician made multiple attempts to snare the pod pc using several snare devices, but was unsuccessful. The pod pc was left in the patient's vessel and an abdominal aortic aneurysm (aaa) graft was implanted to complete the procedure. There was no report of an adverse effect to the patient.